Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker exhibited diagnostics anomaly; it showed encrypted right ventricular lead information. A firmware download was performed which successfully resolved the issue. The patient was in stable condition and unaffected by the issue.